Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy. Lead was tested and revealed decreased sensing along with increased pacing lead impedance and increased capture thresholds. Diagnostic imaging revealed that the lead had also dislodged. Lead was explanted. Patient was stable post-procedure.